Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual examination of the returned device found distal stent damage. The struts were severely misaligned and twisted. The stent had moved distally on the balloon. Distal stent damage is generally consistent with the device meeting some form of restriction during insertion. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.

Event description:
This complaint is now reportable based on the analysis completed on 02/21/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.